Manufacturer narrative:
(Date of event): the exact date of the event is unknown. The provided event date (B)(6) 2014 was chosen as a best estimate based on the date that the manufacturer became aware of the event. (Explant date): 2014. Model number/catalog number: sc-8216-70, serial number: (B)(4), batch/lot number: 2000004822, model/catalog description: artisan lead 70 cm. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient underwent an explant procedure due to inadequate stimulation. No device malfunction was suspected.